Manufacturer narrative:
Additional quality control testing of reserve product showed the product met the acceptable critteria for visual inspection, thermal transition temperature and suture pull out strength.

Manufacturer narrative:
Additional quality control testing of samples is pending.

Event description:
Customer reported a triangular piece of duramatrix suturable (dms) was used on a patient as a patch during original surgery suboccipital craniectomy with c1 laminectomy and duraplasty on (B)(6) 2023. Adherus was used during the initial surgery on (B)(6) 2023. Two months after surgery the scalp flap became more protuberate. Revision surgery for repair was performed (B)(6) 2024 due to patient developing a csf leak. Another dms patch was used to cover the previous patch placed in original surgery. The suture used kept ripping through the patches. Surgeon took both patches out and placed a singular new patch of dms. The same item number and lot number of the initial surgery and revision surgery were used. No delay in surgery was reported. It was not specified which surgery the "no delay" referred to. Revison procedure was completed successfully. No further information on patient status or patient outcome has been provided.